Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet system, with blood glucose reaching approximately 600 mg/dl for several hours despite a recent infusion set and tubing change and ongoing fluid intake; the user ultimately administered a 10-unit subcutaneous insulin injection using backup therapy and chose not to disconnect from the pump. Symptoms included head pressure. Outcomes included no hospitalization, no professional medical intervention, and subsequent return of blood glucose to target range after the manual insulin dose. Investigation included troubleshooting and education with guided site change and monitoring, as well as follow-up calls. Investigation of this case revealed no confirmed device malfunction and no confirmed infusion set issue, and the specific cause of the hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.